Manufacturer narrative:
The actual complaint product was returned for evaluation. No product packaging was received. The product does not contain a lot number identification. The sample was returned in two segments which were found to be occluded with dried matter. The tubing was ruptured approximately 14.25" from the distal tip. At that point, the tubing exhibited stretching, or "ballooning" and a complete rupture. The two ends were aligned to assess if any portion of the tube was missing; based on the realigned segments, the full 36" length was present. The root cause of the reported issue could not be conclusively determined. All information reasonably known as of 16 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 24 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that "we had a patient (under 1 years of age) who had a tube burst...it was discovered when the patient caught their finger under the tube and removed it while the pct [patient care technician] was there. The nurse stated that when she had flushed the line earlier she did not feel any resistance. The other end was retrieved shortly after and the patient is ok. It is unsure when this burst as it seems to be coincidental with the patient pulling out the upper end. The tube is stretched at the end of the top piece."